Manufacturer narrative:
Additional information: b7: race noted as japanese. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported event (pupil irregularity, iris touch, and peripheral anterior synechiae) is a known inherent risk of glaucoma stent surgery and is clearly documented. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a bilateral (ou) trabecular microbypass stent system procedure, the iris was found "incarcerated into the stent" in the left operative eye (os), described as "the iris was pulled and the pupil shifted". The patient was treated with medication (pilocarpine). Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing treatment options to alleviate the iris from the stent and address the peripheral anterior synechiae (pas), based on the patient''s condition. Following additional follow-ups, the surgeon reiterated that the iris was pulled and the pupil shifted. Per report, aside from the pas, there was no other adverse impact to the patient. There was no report of intervention and the event was noted as ongoing.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
The following additional information was received. Per report, there is no change in the patient''s peripheral anterior synechiae (pas) and pupillary shift. Reportedly, no additional treatment is required because the intraocular pressure is stable.